Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that not all of the information from the pump history appeared in the download at the health care provider¿s office. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/07/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues. The pump¿s total daily dose basal history was appropriate per the user programmed basal rates. The pump¿s download was successful; no data was found to be missing. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.